Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient visited the outpatient departed for the event but was not hospitalized. On an unreported date, the patient began treatment with fluconazole (dose, duration and frequency not reported, given orally) for fungal peritonitis. On an unreported date, pd therapy was discontinued and temporarily changed to hemodialysis (hd) until the patient recovered from fungal peritonitis. At the time of this report, the patient was recovering from peritonitis. No additional information is available.